Event description:
Per the clinic, the device was explanted under general anaesthesia on (B)(6) 2022, due to pain and retention issues.

Manufacturer narrative:
This report is submitted on september 13, 2022.